Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Device was received with minor scratched display window, broken reservoir tube lip, missing reservoir tube o ring, cracked reservoir tube and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error, the alarm was recurring and could not be cleared. The customer did not recall any significant events leading to the alarm. Blood glucose value was 74 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.